Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported calibration not accepted, sensor glucose vs. Blood glucose difference. The customer experienced hypoglycemia, bleeding with blood glucose value of 50 mg/dl. The event involved product(s) unk_ngp. Troubleshooting was performed for site issue, sensor issue and sensor glucose vs. Blood glucose difference. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. The sensor glucose value was 171 mg/dl which was not range. No further patient complications were reported. No product return is required for unk_ngp.